Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer sent a large list of multiple units asking if they were under warranty. This was not under warranty so no transaction is being processed. The dealer states there is an issue with the power cord and the gauges. Dealer has provided an invalid serial number. No further information provided.